Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. Once the steerable guide catheter (sgc) crossed the septum, a thrombus was observed on the guide. Additional heparin was administered, and the procedure was continued. When the clip was advanced through the sgc, the thrombus was no longer visible. There were no symptoms or adverse patient effect. After deployment of the first clip, it was noted on fluoroscopy that the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the first clip, reducing mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.